Event description:
Information received indicates when the brake is applied the caster will ratchet from side to side when the bed is pushed.

Manufacturer narrative:
The technician replaced the worn caster to repair the bed.